Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; he glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing open end appears twisted. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph surgical procedure "fiber tip broke" at 16,000 joules and 03:00 minutes of usage. The fiber was exchanged and the procedure was completed by utilizing second fiber at 555,043 joules and 60:00 minutes of usage, it was noted the fiber broke at the end of the case. This report is for the first failed fiber used. Patient outcome: no injury to the patient was reported.